Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * it was reported that "after opening the package and before use, the needle tip was broken during interrupted suture", when was the suture needle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. * please provide the lot number. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on (B)(6) 2024, and suture was used. After opening the package and before use, the needle tip was broken during interrupted suture. The broken tip was collected immediately. There were no adverse consequences to the patient. Further details are not provided from the healthcare provider. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/23/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/18/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: it was reported that "after opening the package and before use, the needle tip was broken during interrupted suture", when was the suture needle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify=>during use on the patient. Please provide the lot number:=>unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.=>the device has been received at (B)(6) and will be shipped. Please check rmao. Please provide the source or name of person providing answers to follow-up. Questions (not the person relaying/submitting answers to loc or chu).=>(B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/29/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: a failed suture needle was submitted for fractographic evaluation on april 30, 2024. The component was identified as product code vcpb840d. It was requested that hsa assess the failure mode of the needle. A blunt tip was observed. A scanning electron microscope was used to examine the blunt tip and surrounding area of the needle. A blunt tip was noted, but fractographic features indicative of a failure mode were not observed. The evaluation revealed the needle contained a blunt tip. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.